Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were harder to press. Customer¿s blood glucose value was unknown. Customer also stated that the insulin pump was rejecting the new batteries and also received a random unexplained no delivery alarm during priming. The insulin pump will not return for the analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No delivery/occlusion alarm during priming anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. (B)(4).